Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was displaying the 'apply sample' symbol. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. The night before, at 10:00 pm, the pt noted the reported meter was displaying the 'apply sample' icon during testing; she did not obtain a blood glucose reading. The pt took no actions due to the meter issue. The pt takes insulin on a sliding scale to manage her diabetes. Ten days ago, at 8:30 pm, the pt experienced the symptoms of sweating and being anxious. The pt did not seek any medical attention. Troubleshooting revealed the pt's testing technique was incorrect. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt was incorrectly placing the blood sample onto the test strip. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.